Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor it was reported that the patient experienced an infection at the ins site and the ins was removed. Patient also stated that the first set of leads were still implanted as they were sutured to their rectum. No further information was required or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from patient stated that they are not 100 % sure of their weight at the time of event, but thinks it was around (B)(6) pounds.

Manufacturer narrative:
Product ID 3093-28, lot# va022q9, implanted: (B)(6) 2012, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that their ins was removed shortly after implant due to an infection. It was noted that the leads were still implanted. It was noted that this had occurred in 2012 ¿like 2 weeks after implant¿. There were no further complications reported or anticipated.